Event description:
During troubleshooting for a check your position alarm, the home patient (hp) reported that there were air bubbles in the patient line. This was noted during fill one, while the patient was connected. The technical service representative (tsr) advised the patient to end the therapy and start over with all new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted